Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant, using a 14f amplatzer torqvue 45x45 delivery sheath. The laa was sized on computerized tomography (CT) scan, transesophageal echocardiogram (tee), and angiogram measurements ranging from 19-23mm, and it had the shape of a chicken wing. With the use of only non-abbott devices, the left atrium was accessed using a trans-septal puncture. A pigtail wire was engaged with the left atrium through the delivery sheath. The device was advanced through the delivery sheath, and the lobe of the device, or the distal part, was deployed in the laa. The lobe was in the middle of the laa instead of at the neck of the appendage, which is known as the "sandwich" technique. The lobe was re-sheathed, and the delivery sheath was clocked to bring the lobe more proximal in the measured landing zone. The lobe was deployed again and landed more proximally, but then it slipped back into the laa creating the sandwich technique again. The physician wanted to deploy the disc of the device, or the proximal part, and check for closure. The routine for closure, including the two-tug test and the close signs, was performed and verified. The device could have possibly been sized up to the 28mm device, as the 25mm device sat within the laa rather than the neck of the laa where it was measured. However, after the physician deployed the lobe and satisfied the close signs, the decision was made that the device was stable to move forward with release. The disc of the device moved distally after it was released from the cable, but the lobe of the device remained secure. There was no contrast flow past the lobe. During the first night after the procedure, the patient became hypotensive at 60/40 and dehydrated, so a 1.5l bolus was given and the patient's vitals returned to normal. On (B)(6), the patient began experiencing chest pressure and an echocardiogram was performed, which showed moderate pericardial effusion with no mention of tamponade. They continued giving the patient fluid and started on 5l of oxygen. On (B)(6), an echocardiogram revealed that the pericardial effusion was unchanged but now had pre-tamponade, and the chest pain had worsened. The decision was made to perform a pericardiocentesis, and 250cc of fluid was removed. The patient was reported to be doing well after the procedure, and they planned to have a repeat echocardiogram. The physician believes that the amulet device caused the pericardial effusion due to the fact that the stabilizing wires were exposed in the laa while the device was being maneuvered, which could cause micro-punctures in the appendage. There is no known permanent impairment or damage as a result of this event, and this event did not cause any prolonged hospitalization as the patient was due for another procedure during stay. It is unknown if a blood transfusion was required. The patient is only on aspirin, cefazolin, and pain medication, and it was noted that the patient was not on clopidogrel. No additional information was provided.

Event description:
It was reported that on 11 january 2022, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant, using a 14f amplatzer torqvue 45x45 delivery sheath. The laa was sized on computerized tomography (CT) scan, transesophageal echocardiogram (tee), and angiogram measurements ranging from 19-23mm, and it had the shape of a chicken wing. With the use of only non-abbott devices, the left atrium was accessed using a trans-septal puncture. A pigtail wire was engaged with the left atrium through the delivery sheath. The device was advanced through the delivery sheath, and the lobe of the device, or the distal part, was deployed in the laa. The lobe was in the middle of the laa instead of at the neck of the appendage, which is known as the "sandwich" technique. The lobe was re-sheathed, and the delivery sheath was clocked to bring the lobe more proximal in the measured landing zone. The lobe was deployed again and landed more proximally, but then it slipped back into the laa creating the sandwich technique again. The physician wanted to deploy the disc of the device, or the proximal part, and check for closure. The routine for closure, including the two-tug test and the close signs, was performed and verified. The device could have possibly been sized up to the 28mm device, as the 25mm device sat within the laa rather than the neck of the laa where it was measured. However, after the physician deployed the lobe and satisfied the close signs, the decision was made that the device was stable to move forward with release. The disc of the device moved distally after it was released from the cable, but the lobe of the device remained secure. There was no contrast flow past the lobe. During the first night after the procedure, the patient became hypotensive at 60/40 and dehydrated, so a 1.5l bolus was given and the patient's vitals returned to normal. On (B)(6), the patient began experiencing chest pressure and an echocardiogram was performed, which showed moderate pericardial effusion with no mention of tamponade. They continued giving the patient fluid and started on 5l of oxygen. On (B)(6), an echocardiogram revealed that the pericardial effusion was unchanged but now had pre-tamponade, and the chest pain had worsened. The decision was made to perform a pericardiocentesis, and 250cc of fluid was removed. The patient was reported to be doing well after the procedure, and they planned to have a repeat echocardiogram. The physician believes that the amulet device caused the pericardial effusion due to the fact that the stabilizing wires were exposed in the laa while the device was being maneuvered, which could cause micro-punctures in the appendage. There is no known permanent impairment or damage as a result of this event, and this event did not cause any prolonged hospitalization as the patient was due for another procedure during stay. It is unknown if a blood transfusion was required. The patient is only on aspirin, cefazolin, and pain medication, and it was noted that the patient was not on clopidogrel. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of hypotension, chest pain and pericardial effusion were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.